Manufacturer narrative:
The investigation confirmed that reproducible, higher than expected vitros tropi es results were obtained from multiple samples from a single patient, processed using vitros tropi es reagent pack lot 2680 on a vitros 5600 integrated system (s/n (B)(4)). The investigation determined that the likely cause was the presence of heterophilic antibodies in the patients¿ samples, which was confirmed with treatment of the sample using a heterophilic antibody blocking tube. There was no evidence that the vitros tropi es reagent or the vitros 5600 integrated system malfunctioned.

Event description:
The customer observed reproducible, higher than expected troponin I results obtained from multiple samples from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample results 0.778, 0.757, 0.70 and 0.78 ng/ml versus expected result of 0.01 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected tropi es results were not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).